Event description:
The patient reported the surgeon implanted an micl implantable collamer lens in her left eye (os) on (B)(6) 2014. The patient reported blurry vision and can't see perfect. Her vision is horrible at night, has double vision, pain (with a feeling that there is something in her eye) and headaches in light. The icl remains implanted. The surgeon gave her drops, which have helped some. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4) - blurred vision. Headache, vision, pain. (B)(4): lens implanted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient - on (B)(6) 2014, the patient underwent lasik and continued to experience symptoms of blurry vision accompanied by diplopia. She was last seen by the implanting physician on june 16th, 2014. Patient was prescribed besivance, and prednisone. In addition, it was reported that she experienced symptoms of burning, itchy, discomfort in the left optic after initial icl implantation in (B)(6) 2014. The patient reported she did not have any complications during implantation. The patient reported she will follow up with her physician in august, 2014.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly patient is experiencing some subjective visual disturbances ("horrible night vision", "headaches in light") following icl implantation one and a half months ago. She reported that "some drops were prescribed" and helped with the symptoms but not resolved completely. Attempts were made to contact implanting surgeon but were unsuccessful. Lens remains implanted. Visual disturbances have been identified as potential complications after icl implantation. The optical diameter of the icl ranges from 4.9 mm to 5.8 mm and the precautions section of the dfu instructs physicians that "prior to surgery, the surgeon must provide prospective patients with a copy of the patient information booklet for this product and inform these patients of the possible benefits and complications associated with the use of this device". It further precautions that "the effect of pupil size on visual symptoms is not known". The dfu indicates the "smaller the optic diameter, the greater the incidence of subjective patient symptoms". Conclusions: based on the complaint history and the medical review, a specific root cause of the event could not be determined. (B)(4).